Manufacturer narrative:
(B)(4). The analysis results found that one device (a) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one device (b) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device performed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h52x8f (mfg date 09/15/2011; exp date 08/15/2016).

Event description:
It was reported that during a low anterior resection procedure, the device was loaded with unknown color cartridge to be fired on the rectum. It was noted by the surgeon that the force to close the instrument was very low. The closing force was different from normal. When firing the forces to fire the instrument were very high and almost impossible. So the surgeon decided to take a new device. The second stapler was loaded with an unknown color cartridge and with this device the same thing happened on the same rectal tissue. This time the surgeon proceeded with high force firing. Upon checking the staple line it was noted that the first part was only cut and no staples were present. The second part of the staple line was intact. Unfortunately the cartridges involved were not present anymore when the instruments were retrieved for investigation. The procedure was finished after closing the open part of the staple line without further problems. No consequence to patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? First. What other color cartridges were used before and after this event? Before none, after unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No only difficult with firing. Is there any other additional information you would like to share about this device or procedure? No.